Event description:
The following was reported to hamilton medical ag: customer doing routine maintenance, noticed blower flows were off, replaced blower. They reassembled unit and they saw smoke pouring from machine. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: customer doing routine maintenance, noticed blower flows were off, replaced blower. They reassembled unit and they saw smoke pouring from machine. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).